Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter aortic valve implantation versus surgery in low-risk patients: in-hospital and mid-term outcomes.

Event description:
The article, "transcatheter aortic valve implantation versus surgery in low-risk patients: in-hospital and mid-term outcome", was reviewed. The article presented a retrospective, single center study to compare post procedural outcomes and mid-term mortality of low-risk patients treated by trans-femoral transcatheter aortic valve implantation (tavi) or surgical aortic valve replacement (avr) for severe aortic stenosis. Devices included in the study were sapien, evolut, portico/navitor, carpentier¿edwards magna ease, avalus, and epic. The article concluded that tavi patients demonstrated a higher mid-term mortality and a higher incidence of post-procedural conduction abnormalities and para-valvular leak (pvl) which remain a concern in low-risk patients. [The primary and corresponding author was lodo vittoria, azienda ospedaliera ordine mauriziano di torino, largo filippo turati 6, 10128, turin, italy, with corresponding: vittoria.lodo90@gmail.com] the time frame of the study was from september 2017 to december 2021. A total of 156 patients were included in the study, of which it was not reported how many received an abbott device. For the avr group, the average age was 79 years and the majority gender was male. For the tavi group, the average age was 79 years and the majority gender was male. Comorbidities included hypertension, diabetes, dyslipidemia, smoking, chronic obstructive pulmonary disease, peripheral artery disease, chronic kidney disease, renal replacement therapy, history of cerebrovascular event, history of coronary disease, history of malignancy, poor mobility, heart block, and heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of epic stented porcine heart valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, smoking, chronic obstructive pulmonary disease, peripheral artery disease, chronic kidney disease, history of cerebrovascular event, history of coronary disease, history of malignancy, poor mobility, heart block, and heart failure. Complications reported included death, surgical intervention (pacemaker), acute kidney injury (renal failure), myocardial infarction, heart block, atrial fibrillation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter aortic valve implantation versus surgery in low-risk patients: in-hospital and mid-term outcomes.